Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system, including a percutaneous lead, on (B)(6) 2011. It was reported the pt's lead was surgically revised due to migration and a loss of stimulation. Intraoperative testing found only three of the eight lead contacts had acceptable impedance. As the physician was able to capture stimulation via the three working contacts, the lead was left implanted. No further pt complications were reported as a result of this event.